Event description:
On (B)(6) 2009, the pt received a graft replacement surgery in the aortic arch-descending aorta to treat a thoracic aortic aneurysm. It was performed as a staged procedure. On (B)(6) 2009, the pt underwent the second procedure using a gore tag thoracic endoprosthesis and a talent thoracic stent graft to treat the thoracic aortic aneurysm. The tag device was implanted at the distal side and the talent graft landed at the proximal side of the previously implanted vascular graft. The pt tolerated the procedure. On the same day, the pt developed a cerebral infarct. Rehabilitation was started. The pt had a slow recovery and is staying in a long-term care facility. According to the physician, since the pt had a previous neurological disease, the physician thought that the infarct was caused by an embolic shower.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use, non-aneurysmal proximal and distal neck lengths of at least 20 mm are required.